Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. Patient underwent implantable pulse generator (ipg) repositioning procedure. The patient was stable postoperatively.